Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). During the implant, it was reported to the MFR that the surgeon had difficulty using the coring knife. The surgeon also stated that the knife was very dull and was unable to core the left ventricle with the knife. The surgeon decided to change to a 12 blade to core the left ventricle and completed the procedure without further issues. The hosp is returning the coring knife to the MFR for eval.